Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The cause was not determined but the physician suspected fluid loss within the device or that the patient did not have sufficient coactivation of the cuff to maintain continence. The explanted components are not expected for return. No patient complications were reported. A supplemental report will be submitted should additional information be received.